Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The surgeon suspected the phenom device was damaged, but the reason was unknown.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not open and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, eliminating these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator performed a flow-diverting stent and coil implantation for the aneurysm. A neuromax long sheath was used as the outer sheath, with an intermediate catheter (5f, 115 cm, by achieva medical), and a headway 17 microcatheter was used to deliver the coil. After satisfactory embolization, the coil was detached. After withdrawing the headway 17, the phenom 27 microcatheter and ped2-475-25 stent were used. The shapeable phenom 27 microcatheter reached the m2 segment, and the ped2-475-25 flow-diverting stent was delivered to the target position. During stent deployment, while retracting the microcatheter and gently pushing the stent pushrod, the distal end of the stent remained rod-shaped and did not open. The stent was retrieved and redeployed, but the distal end still could not be opened. The operator retrieved and redeployed the stent a total of two times. After deploying 15 mm of the stent and attempting to open it by pulling back the entire system, the distal end still did not open. At this point, the intermediate catheter was in a suitable position at the c4 segment. After multiple attempts, the operator was concerned that the stent might damage the vascular endothelium, so both the phenom 27 microcatheter and ped2-475-25 stent were withdrawn from the body. It was found that the stent could not be opened even outside the body. A complaint was filed regarding the stent¿s failure to open, and the procedure was concluded. A follow-up will be conducted to consider a second-stage flow-diverting stent implantation. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right ophthalmic artery aneurysm with a max diameter of 10.2mm and a 7mm neck diameter. Landing zone: distal: 3.9mm and proximal: 4.7mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. Access vessel was the right femoral artery with a 7.4mm diameter.